Manufacturer narrative:
Corrected: event/problem description, implant date. Depuy still considers this investigation closed.

Manufacturer narrative:
The report states: patient was revised to address acetabular loosening. Doi: (B)(6) 2010 - dor: (B)(6) 2011. Update: (B)(6) 2011 - medical records were received. The finding from the revision operative report state excessive fluid under pressure, yellow-brownish debris, black staining of the inner surface of the capsule, indurated capsule and surrounding tissue was discovered. (Left side). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Event description:
Pt was revised to address acetabular loosening. Update (B)(6) 2011 - med records were rec'd. The findings from the revision operative report state excessive fluid under pressure, yellow-brownish debris, black staining of the inner surface of the capsule, indurated capsule and surrounding tissue was discovered.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address acetabular loosening. Update: (B)(4) 2011 - medical records were received. The finding from the revision operative report state excessive fluid under pressure, yellow-brownish debris, black staining of the inner surface of the capsule, indurated capsule and surrounding tissue was discovered. Update: litigation papers received (B)(4) 2012. Complaint changed to legal. There is no new information that would change the outcome of the investigation. Update: (B)(4) 2012; plaintiff fact sheet was received. The product/lot was updated. There is no new information that would change the outcome of the investigation. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified correct date of implant. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.